Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. During the lot history review it was noted that there were three other complaints reported against the lot. There were two address an internal blood leak, one of which was a confirmed fiber fragment with the sample, and one addresses an external leak during prime (no sample - unrelated to an internal leak). The nc/CAPA decision tree was completed and the trigger limit has not been exceeded for this lot at this time. Should any future complaints be received on this lot number the decision tree will again be completed in that investigation and an nc/CAPA initiated as required. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was requested but was not received to date.